Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was a highly tortuous and calcified lesion in the rca. The patient had multivessel disease. It was determined that the lad was the culprit vessel and the rca was large - therefore it was decided to intervene with both vessels. The lad was stented without difficulty. Typically all medical devices are inspected before use at the account. The rca was predilated, but tortuosity impeded efforts. Excessive force was not used and a previously deployed stent was not in place. A 1.5 mm balloon was advanced through the undeployed/dislodged stent and inflated distal to the stent. Attempts to pull the stent back were unsuccessful. A 3.0 x 30mm resolute onyx des was deployed successfully in the proximal rca jailing the undeployed stent. A non-medtronic des was successfully advanced to the distal portion of the mid rca stenosis and deployed. The entire length of the mid rca stents was then postdilated using a 2.5 mm noncompliant balloon. Final angiograms demonstrated an excellent result with no residual stenosis, timi-3 flow and no evidence of local complication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a calcified lesion. There was no damage noted to the packaging an no issues noted when removing the device form the hoop. Atherectomy was performed. It was reported that the stent failed to cross the lesion and that while attempting to remove the stent delivery system, stent dislodgement occurred in the proximal artery. The dislodged stent could not be retrieved and therefore had to be trapped behind another stent in the proximal artery.